Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. During implantation it was reported that insertion and removal of second perclose during preclosure was difficult. Decision made to place only 1 perclose. While advancing the wire to the left ventricle, a significant hematoma and bleeding was noted. The procedure was aborted. No further information was provided.